Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and there are no plans to re-implant the patient with another cochlear device as of the date of this report. This report is submitted on 25 may 2021.

Manufacturer narrative:
This report is submitted on june 23, 2021.

Manufacturer narrative:
This report is submitted on 07 april 2021.

Event description:
Per the clinic, the patient experienced an infection at the magnet site and was subsequently treated with antibiotics (date and duration not reported). The infection cleared up initially however the patient developed an infection again and the patient was treated with antibiotics again (date and duration not reported).